Manufacturer narrative:
Additional narrative: additional device product codes: kwq, hrs. (B)(4). Device is not implanted/explanted. (B)(6). A device history record (DHR) review was performed on part: 404.030s, lot: l245628: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 27.dec.2016, expiry date: 01.dec.2026: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 404.030 / l237135: manufacturing location: (B)(4), manufacturing date: 14.dec.2016: the review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery on (B)(6) 2017 the locking compression (lcp) medial proximal tibia plate was used to treat the division fracture of the medial tibia plateau. After the screw positon on the articular surface was decided, the provisional fixation of the plate was performed. The reported cortex screw was inserted to the third combination hole in the plate shaft. The surgeon repeatedly removed and inserted the cortex screw, because the surgeon cared for the mount condition of the proximal plate. At the end, the x-ray of the tibia was taken because the surgeon felt no screw-insertion resistance. It was found that the tip of the cortex screw in question was bent within the bone and did not reach the contralateral side of the cortex on x-ray. The surgery was extended for five minutes. No adverse consequence to the patient was reported. Concomitant parts: locking compression plate medial proximal tibia plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) 3.5mm ti cortex screw 30mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product investigation was completed: the screw-head is bent and the screw recess is worn out. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The (B)(4) material certificate was checked and it was found that the used (B)(4) material fulfilled the specifications. Unfortunately we cannot determine the exact root cause as no detailed clinical information is available. Due to the condition of the received screw, the most likely situation which could have led to the deformation is that of a mechanical overload during usage. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.